Manufacturer narrative:
Dates of event and implant: dates estimated . Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effects of myocardial infarction, thrombosis and cerebrovascular accident are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.

Event description:
It was reported in a research article that xience prime stents may be related to death, myocardial infarction, stroke, stent thrombosis, major bleeding and revascularization of stented lesion. Specific patient information is documented as unknown. Details are listed in the attached article, titled "6-month versus 12-month dual-antiplatelet therapy following long everolimus-eluting stent implantation the ivus-xpl randomized clinical trial".